Manufacturer narrative:
Correction: the lot number was inadvertently omitted from the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The investigation concluded that this nonconformance observed in this complaint was categorized as a process defect. An exhaustive revision of the process was completed, founding that occlusion partial or total was generated in the proximal bonding station due to misalignment of the d-mandrel or mandrel during the preparation for bonding process. The operator has not enough visibility to ensure the correct position of the d-mandrel or mandrel, causing melting material smearing occluding partial or total the diameter of the extrude. Causing two events, the first is the diameter is completely occluded which would prevent the balloon from inflating. And the second event would be that the diameter is partially occluded which would cause it to take longer to inflate or deflate. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, 3 ezdilate balloon dilators did not deflate all the way. In addition, one balloon had a leak and one balloon popped. There were no reports of patient harm.